Event description:
The patient was treated with a trapease filter below the renal vein. After filter deployment, the physician noticed that the filter was not fully deployed on one side of the filter. The filter appeared to be flattened on one side. An angiogram was performed post procedure, and revealed that one side (facing the aorta) of the filter was not fully posed to the vein, and contrast media was viewed passing the sides. Another x-ray was taken on a few weeks later, and revealed that the filter was still in place, and a little more deployed and more symmetrical, but not fully deployed and posed against the vein. There has been no adverse affect to the female patient.

Manufacturer narrative:
Additional information has been requested, and will be provided within 30 days of receipt.